Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill tip was broken when the surgeon drilled the pilot hole to insert the screw during the surgery tha surgery on (B)(6) 2018. The broken fragment was remained in the acetabular by about 2/3. The surgeon commented that the bones are hard and difficult to drill. The surgeon decided to keep the broken fragment in the patient¿s body because it was difficult to remove. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.